Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On the visual evaluation, the device appeared to have blood residue and the device was returned half primed, with leaving the sample notch exposed. On functional testing, the device was able to be fully primed with no issues. During testing while firing the device both slides popped up simultaneously. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left and right bumpers were found to be bent. There were no other anomalies found. Upon dimensional observation, the cannula outer tang width was not within the acceptable range and the stylet out tang width was within the acceptable range. Therefore, the identified self-activation issue is confirmed as the slides popped up during testing and the reported failure to obtain sample remains inconclusive as the testing was not performed. It is possible that the identified self-activation contributed to the reported failure to obtain samples as the time of the procedure. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2022).

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the device allegedly failed to obtain sample. The procedure was completed using another device. There was no reported patient injury.